Event description:
It was reported that during a port placement procedure via right internal jugular vein, the physician removed the outer sheath of the tearable sheath and found that a hair-thin sheath filament was allegedly attached to the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the physician removed the outer sheath of the tearable sheath and found that a hair-thin sheath filament was allegedly attached to the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows an introducer sheath in which the hair was attached to the t- handle of the sheath. Manufacturing site evaluation states that a longitudinal strand attached to the t-handle, the strand matching in color and appearance to the same gray sheath material. Therefore, the investigation is confirmed for reported hair in the sheath issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.